Event description:
An initial report of hospitalization was received by united therapeutics drug safety on (B)(6)2024 and forwarded to millyard advanced medical products, llc on (B)(6)2024. The patient reported her pump stopped working with an unspecified error message. The patient was advised to switch to her back-up pump, but she cannot find it. No troubleshooting was performed. The patient was advised to go to the ER. No side effects were reported. The patient was able to resume remodulin therapy. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.